Manufacturer narrative:
H4: device manufacture date ¿ the lot was manufactured between august 18-21, 2023. H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. The returned photograph was reviewed, and it was noted that there were several droplets of fluid located inside the yellow bag that contained the folfusor device which suggested that a leak may have occurred. The reported condition was verified. The cause of the reported condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) small volume folfusors leaked into the sealed bags. Alternate bags were used for the patient. The device contained 3500mg fluorouracil. There was no patient involvement. No additional information is available.

Manufacturer narrative:
E1: initial reporter address: (B)(6). E1: initial reporter e-mail(additional): (B)(6). Should additional relevant information become available, a supplemental report will be submitted.